Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connected to bus. A field service engineer (fse) contact with site and inspection of device identified row board cable was not fully seated and the issue had been resolved by reseated it. Further unable to recreate the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ccupyx device was not connected to the bus, and a hardware activity failure occurred due to the inability to access or secure the hardware. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.